Manufacturer narrative:
Update: product ID: 3887-45, lot# 0209184652, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported there were no falls or traumas prior to the lack of effect of the stimulation. The device diagnosis was not applicable and the clinical diagnosis was pain in the right arm. The impedances were measured prior to explant per the standard procedure. It was noted the results were not in the medical report, so this meant normally that the impedances were not out of range. No CT was performed to check if the lead migrated. An examination was done. The examination on (B)(6) 2016 specified pain. The cause of the lack of effect of stimulation was not reported/defined.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3887-45, lot# 0209184652, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional of a foreign clinical study regarding a patient with an implantable neurostimulator (ins). The patient complained of a lack of effect of stimulation and more pain in her arm. The patient reported pain on (B)(6) 2016 and the clinical diagnosis included pain. The device diagnosis was lack of effect of stimulation. The lead was explanted and replaced on (B)(6) 2017. The device disposition was unknown. The event resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. No further patient complication was reported as a result of the event.